Manufacturer narrative:
The batch record review for radiesse 1.5 ml, lot: a00141750 and a00141800, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00141750) and similar events were noted. A lot search in the global safety database was conducted on the reported lot (batch: a00141800) and no similar events were noted. Assessment by merz: the reported events occurred in a compatible local relationship and the events injection site nodule and injection site induration occurred in a compatible temporal relationship. Onset date of the event device effect decreased was within 1.5 months and of the events injection site inflammation and product distribution issue was within 3 months after the injection which is a very long latency but still possible. Injection site inflammation, injection site nodule, injection site induration, product distribution issue and device effect decreased are expected based on currently valid EU instructions for use (IFU) leaflet of radiesse. Off label use of device and product preparation issue were coded only for formal reasons. The reported events reddening of the skin and warm sensation were considered to be symptoms of injection site inflammation and were therefore not coded. Injection into the neck is no approved indication for radiesse in EU. Dilution of radiesse with physiological saline solution and lidocaine for injection into the neck is not approved based on the currently valid EU instructions for use leaflet of radiesse. Possible confounding factors include previous injection with liquid polydioxanone, but very sparse information was provided. Device effect decreased may have several causes like insufficient dose or technique, inappropriate application, individual metabolism or unrealistic expectations. However, it is possible with every aesthetic product or procedure. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to receipt of follow up information on 04-may-2025: this case was upgraded to serious. Based on the information provided, a possible confounding factor could be the concomitant medication taken for osteoporosis. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case is upgraded to serious with the serious event injection site nodule because surgical treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 72-year-old female patient. She was injected with a total of 3 ml of radiesse 1.5 ml into the submandibular region, below mandibular angle and into the anterior edge of the sternocleidomastoid, for high degree of aging in the neck (off label use of device), on (B)(6) 2024. Batch number was reported as a00141750 (expiry date: 18-oct-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00141750 (expiry date: 18-oct-2025). A lot search in the global safety database was conducted. Surgical indication was recommended which the patient rejected. Vector tracing was performed with 22g x 50 mm cannula, retro-traced, trying not to reach the entry point with the product. Radiesse 1.5 ml (1 vial) was diluted with 2.7 ml of physiological saline solution and 0.3 ml of lidocaine 2 % (product preparation issue, off label use of device). Two vials were used. The patient was previously injected with liquid polydioxanone (ultracol), for collagen induction, traced with vectors, with cannula, with acceptable results. On (B)(6) 2024, 1 day after the radiesse 1.5 ml injection, the patient experienced a small nodule at pre-sternocleidomastoid entry point about 2.5 mm in diameter, indurated, not painful, no other skin alteration. The physician gave a massage with a little intensity and indicated 3 days of massage at home with a corticoid cream, rolling the skin between the fingers. The nodule decreased a lot in size but it was still visible on a day of this report. On (B)(6) 2025, there was still a lot of flaccidity in the central area of the neck. On this occasion, the patient was injected with a total of 3 ml of radiesse 1.5 ml into the midline of the neck, for high degree of aging in the neck. One vial was used. Radiesse 1.5 ml was diluted with 1.2 ml of saline and 0.3 ml of lidocaine 2 %. Batch number was reported as a00141800 (expiry date: 24-oct-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00141800 (expiry date: 24-oct-2025). A lot search in the global safety database was conducted. On (B)(6) 2025, there was an irregular thickening of the area, which showed more evidence of the lines corresponding to the collar of venus, so the physician performed a cannula overflow, infiltrating 1.5 ml of 2 % lidocaine and then intense massage. On (B)(6) 2025, the apparent inflammation persisted, with reddening of the skin. There was no pain or signs of infection. Between the fingers, induration of about 10 mm in diameter was noted. The patient presented a palpable inflammatory nodule in the neck area, not deep, with a warm sensation since on (B)(6) 2025. A descending dose of corticotherapy associated with an antibiotic was prescribed, and infiltration of lidocaine and saline was recommended after one week of oral treatment. Due to the provided information, the outcome of the events nodule and inflammation was considered as resolved, on (B)(6) 2025. The outcome of the events irregular thickening, a lot of flaccidity in the central area of the neck and induration was unknown. Follow-up information was received on 04-may-2025: this case was upgraded to serious. The patient's concomitant medications included actonel for osteoporosis. The resolution of the nodules needed to be surgical. Surgical treatment was deemed necessary to prevent a permanent damage. The outcome of the event nodule was reported as resolved, in 2025. The outcome of the events inflammation, irregular thickening, a lot of flaccidity in the central area of the neck, and induration remained unchanged. In the opinion of the reporter, the events were possibly related to the fact that the patient took actonel, which was a sodium risedronate, pyridinyl bisphosphonate that bound to bone hydroxyapatite, so it possibly bound to the material infiltrated in the dermis.